Event description:
Pt has had an implanted vagus nerve stimulator initially placed in 2000. It was used successfully and helped improve seizure control initially. A few years ago, pt had an MRI with transmit and receive head coil and vns device was turned off before the test, as required. When this author tried to turn device back on after the MRI, he complaint of pain and was more sensitive to vagus stimulation in general. Multiple attempts over time were not successful in getting his vns settings back to premri settings. He did however, continue to use the vns at lower settings with fair control of seizures. In 2009, this author received a phone call from pt, stating that he had throat pain and dysphagia each evening lasting about 3 hours for the preceding four days. He was seen by his epileptologist that day and vns was turned off with relief of pain and dysphagia. Pt had recalled that he had received diathermy treatments from a physical therapist at least on two known dates - the same month prior to original date, for treatment of plantar fasciitis. Pt states that he was not aware that the treatment involved diathermy and didn't recall the warning about diathermy and vns until original date. Further information obtained by dr. Reveals that patient noted some intermittent pain near the vns site after the first diathermy treatment. Over the past 1.5 weeks at night, right after taking his bedtime pills, he would develop pain in upper chest and neck on left in the region of his vagus nerve stimulator. Then pain would last 1-2 hours, described as sharp, pulsating pain in left neck and upper chest. He also noted some increased voice hoarseness for a few days and increased coughing after taking pills. Pt was sent to the emergency room the same day, xrays of neck done and patient examined. No other complications were found. He was also seen by ent specialist in early the following month - no evidence of vocal cord paralysis found. Seizures worsened without the vns. Seizures used to be considered minor by patient, but without vns, seizures increased in frequency and were more intense. He would awaken from sleep 2 to 3 hours after onset with a startle with a change in breathing, feeling of anxiety, funny feeling in stomach. This could last 45 minutes intermittently before he would fall asleep. During remainder of night, sleep would have restless quality and he would awaken frequently with stomach feeling off. He would also feel more fatigued during day, requiring frequent rests, generalized weakness, and seizures occuring during daytime naps. Frequency of seizures increased to 1 to 3 times per day, on average of 5 to 6 times per week. Since vagus nerve stimulator was 9 years old and possibly contributing to the above symptoms, surgery was done the same month, to replace the vns generator. During surgery, system diagnostics were done with patient under anesthesia with results within normal limits. Device was removed -model 101, and upon visual examination by the neurosurgeon, one of the two screws -the one corresponding to the positive sign- was very loose and there was fluid within the cavity of where the lead contact should be going. A new vagus nerve stimulator was implanted - model 102r. The patient tolerated the procedure well. In the recovery room, the vagus nerve stimulator was turned on to very low settings. This did not trigger pain or other symptoms. Patient has since reported that sleep and seizures have improved in past 2 days.